Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector didn't work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected sections: e1 - changed event site address from '16001 w 9 mile' to '16001 w nine mile rd', h10 - changed 'there were no ncmr's for the reported lot number.' To 'there are no ncmr¿s which could be considered related to the reported event recorded in the lot history.' (B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. The device was returned to the factory. A visual inspection was conducted. Signs of clinical use and blood were observed. There were no defects observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device activated repeatedly with no failure observed. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector didn't work. A replacement device was used to complete the procedure. The hospital did not report any patient effects.